Event description:
Customer called to report the pump had depleted batteries. Troubleshooting was performed. Batteries were replaced. Low battery remained on display. Pump was not dropped, bumped, or exposed to moisture.